Event description:
It was reported that they were getting blue screen on the pc and the image was lost, which caused the patient to be re-exposed. They reset the circuit breaker and rebooted the system. Once this was done, the system is working as intended.